Event description:
The patient had been having problems with his pump for several months. The pump was implanted in july and since then that patient had been on and off his medications. The patient was tired of going on and off of the medication and wanted to know what was going on; he didn¿t feel that anyone would talk to him about it. The patient told the doctor at implant not to put fentanyl in the pump because ¿it screws him up and he cannot handle it¿. The patient wanted to be started on methadone as he had been on methadone since 1996. The patient was told that he was on a high dose of pills before implant, so that was why they put fentanyl in the pump. The patient was on the fentanyl for about a week. He then had to get that out of his system and he was getting worse, so the doctor put methadone in the pump. At the time of this report, the device system was delivering methadone and ¿something else¿ for his neuropathy. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8 731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).